Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is conceivable that the video did not function normally due to the failure of the cable, and the phenomenon pointed out [communication error is displayed] might have occurred. However, the specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a communication error display appeared when connected. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head is unable to display image. There was no patient harm or user injury reported due to the event.